Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. Review of the device history record was not possible as the lot number is unknown. A CAPA was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
Analysis revealed a fracture in the catheter.